Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("rash/skin condition"), post procedural complication ("post removal complications"), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, dermatitis allergic and fatigue had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered dermatitis allergic, fatigue, menorrhagia, metrorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for: pain (pelvic), bleeding (menorrhagia, metrorrhagia) and other injuries (fatigue). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : case became valid and serious incident. Patient information updated; product information updated. Previously reported event of injury updated to pelvic pain. New events -"menorrhagia"; "metrorrhagia"; "allergic rash"; "psychological trauma"; "fatigue"; "post procedural complication" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.